Event description:
It was reported that during a brachytherapy procedure, the seed allegedly became stuck in the device. It was further reported that after a few attempts to dislodge the seed, it's construction was allegedly damaged. Furthermore, the device was allegedly contaminated. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a sales order and device history record (DHR) review were performed for the affected lot number of the cartridge and seeds. No issues were noted. Investigation summary: quicklink loader was received for evaluation from the customer and evaluated. Upon initial inspection, a theragenics theraseed pd-103 brachytherapy seed was found "jammed" and broken into at least two pieces in the quicklink loader. Following a radiation survey of the device and seed, it was noted that the seed was broken and the quicklink loader was radiologically contaminated as a result. The complaint was found confirmed, and the root cause is undetermined. Labeling review: labeling was reviewed and found to be adequate. The instructions for use for this customer sales order is provided. There is a caution statement, which states "avoid damaging the system or using damaged materials. Never use visibly damaged, bent or broken quicklink® delivery system loaders, cartridges or components. This may cause system damage or jamming". Regarding a bent stylet, the instructions for use contains the following information for replacement stylets: "stylets: the stylet is manufactured of stainless steel and designed to compress the seeds and sourcelink¿ connectors into a seed train. The stylet may become bent over time and may require replacement. It is equipped with a luer-lock fitting and can be easily replaced if needed." H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a prostate brachytherapy procedure, the seed allegedly became stuck in the device. It was further reported that after a few attempts to dislodge the seed, it's construction was allegedly damaged. Furthermore, the device was allegedly contaminated. The procedure was completed using another device. There was no reported patient injury.